Event description:
It was reported that post-operative the right ventricular (rv) lead dislodged due to migration of the implantable pulse generator (ipg) in the patient's chest. Pacing failure and rising thresholds were noted. The ipg remains in use. The rv lead was explanted and replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.